Event description:
Adverse event(s): despite repeated attempts, info regarding pt outcome could not be obtained. Product problem(s): "laser shut down when footpedal was pressed." (Loss of power). A site reported that the laser shut down when the foot pedal was pressed. Multiple attempts have been made to acquire add'l info but have received no response to date.

Manufacturer narrative:
A company service rep examined the device and was unable to replicate the problem. The system was tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).